Manufacturer narrative:
The subject psd-20 was not returned to olympus medical systems corp. (Omsc). The author has not provided additional information about individual cases. Since the serial number is unknown, the manufacturing history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. From the reported information, we presume that the reported phenomena were not due to the malfunction of the device, but occurred as a general complications of the procedure.

Event description:
The following events were reported in the endoscopy. 2018 jan;50(1):33-39. Article title: " transpancreatic precut papillotomy versus double-guidewire technique in difficult biliary cannulation: prospective randomized study ". Summary: during the transpancreatic precut papillotomy as preliminary procedure for ercp, which were performed between (B)(6) 2011 and (B)(6) 2014, psd-20 were used. The total number of patients were 34 (the ratio of male-to-female was 18:16). The patients were age 20 or over. The mean age of the patients was 69.8 years. In this prospective study, it was reported as follows; mild pancreatitis developed in one patient. Cholangitis developed in one patient. The incidence of post-ercp hyperamylasemia was 20.6% (7/34). There was no report of additional treatment in all cases. We report the events about mild pancreatitis and cholangitis. This is the report regarding mild pancreatitis.